Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level as well as diabetic ketoacidosis and was hospitalized on (B)(6) 2018. The customer¿s blood glucose level when admitted to the hospital was 500 mg/dl. The customer's current blood glucose level was 172 mg/dl. The customer was treated by giving bolus with the manual injections. Customer was not wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for the analysis.